Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Patient information: no information available. Test dates and medical history: no information available. Suspect products: not applicable for this device. Implant, explant, and device evaluation dates: not applicable for this device. The eagle eye platinum st device was infectious; therefore, returned product investigation was not performed. (B)(4). Remedial action & removal #: do not apply to this submission.

Event description:
It was reported that during a coronary procedure while advancing to the lesion, the manufacturer's catheter could not cross the lesion and lost image. At some point after the manufacturer's catheter was removed from the patient, a perforation occurred caused by a wire from a different manufacturer, resulting in patient death later that evening. The physician stated that the manufacturer's catheter had nothing to do with the perforation in the artery. There was no damage observed on the manufacturer's device after removal from the patient. This adverse event is being submitted because the manufacturer¿s device is a concomitant device in a procedure where a patient death from another manufacture¿s device occurred.

Manufacturer narrative:
Internal reference: (B)(4). Block h6: added codes 416 (display) and 1802 (death).